Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus. Customer was able to clear the alarm but when they tried to repeat the process, the alarm occurred again. Customer's blood glucose was 75 mg/dl at the time of the incident. Customer was assisted in performing a 5.0u fixed prime and stated that the insulin did exit the tubing. Customer reported that the insulin exited with manual prime. Customer was advised that the pump was working as designed.